Manufacturer narrative:
The complaint sample was received and an evaluation was completed. The returned product had damage to the p2 (patient/sensor) connector pin 1 and pin 6 consistent with pin misalignment during mating however, both products remained electrically functional. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process that would have contributed to this reported issue. The root cause of the reported issue is product design. To help reduce the opportunity for pin misalignment during the mating process a product change is in process with a new design that allows more variation in the pin alignment at the connection point.

Manufacturer narrative:
Initial MDR submission. To date no sample has been provided from the customer. If additional information becomes available a follow up submission will be filed. (B)(4).

Event description:
The patient was in ICU and has a serious ards (?) And he/she was turned to the prone position. Soon after that invbp values were very high. Because of that noradrenalin infusion was stopped and fentanyl and propofol was started. When noradrenalin was stopped the invbp curve had disappeared suddenly. Because the next bp value (also nibp measuring was started) was 40/20. Noradrenalin infusion was started again. Then a trunk cable was changed to a new one and values became normal and the bp curve was reliable. No patient injury has been reported.